Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01207 addresses the other device. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used on (B)(6), 2012 during an esophagogastroduodenoscopy (egd). According to the complainant, during the procedure the clips locked onto the target tissue, however would not release from the delivery catheters. The clips had to be pulled off of the tissue. This caused the tissue to tear, however no patient injury was caused by the removal of the clips. The procedure was completed using another resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.